Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement, occlusion of device or native vessel.

Event description:
On (B)(6) 2018, the patient underwent treatment of an abdominal aneurysm and a left common iliac artery aneurysm with gore®excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. During the procedure, when the contralateral leg component was deployed as a bridging component into the iliac branch component in the left leg, the distal end of the endoprosthesis unintentionally landed into the external iliac leg of the iliac branch component covering the internal iliac component. An angiography showed the blood flow into the left internal iliac artery was obviously delayed (weak). The physician made attempts to push the device up above the external iliac leg using a balloon catheter, but it was unsuccessful. The physician tried to cannulate the internal iliac component using a guide wire, but it was also unsuccessful. The patient tolerated the procedure. The current patient condition is unknown. The physician stated that the left internal iliac component would be thrombosed in the future due to low blood flow.